Event description:
It has been reported to philips that host pc would not start and required the user to press the on button on the front of the pc to start and operate normally. There was no reported patient or user harm. The device was not in clinical use at the time the issue occurred. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the host pc was not starting and required to press the on button on the front of the pc to start. No further information regarding the issue has been provided by the customer. No service has been performed by philips since the service quotation was not accepted by the customer. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome. Evaluation method code was corrected